Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 for a stalled motor, the pump was restarted per instructions with data retained, a subsequent alert occurred, and the ilet was replaced; the event was associated with hyperglycemia, with a highest reported glucose of 319 mg/dl and approximately one hour above 180 mg/dl, and no backup therapy was used. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketosis, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included device history review via ilet history, user troubleshooting with restart and charging verification, counseling on shutdown to prevent additional alerts, and data synchronization to the mobile app prior to return. Investigation of this case revealed a consecutive motor stall consistent with a device mechanical or motor drive malfunction within the pump assembly, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was device-related mechanical failure of the motor subsystem leading to stalled delivery.